Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was not receiving effective pain relief due to lead location. Investigation was unable to identify which lead attributed to the issue. Patient was also experiencing discomfort at the ipg site. Surgical intervention may be pending to address the issues.